Event description:
It was reported that when an asymptomatic patient presented in clinic for a follow up visit, post-paced t-wave oversensing issue was observed on the ventricular lead. The patient did not receive therapy during the oversensing. Programming changes were made and the issue was resolved and no further alerts for the oversensing was received. Patient was stable.